Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
Four years ago (exact date unk), the pt underwent open repair of a type b dissection where stent grafts were implanted. On (B)(6) 2011, the pt underwent repair of an extension of the dissection. The physician implanted the guide wire through the stent graft which was implanted in a tortuous position. The gore tag thoracic endoprosthesis was forcibly advanced due to the severe tortuosity. The deployment knob was pulled and the delivery catheter moved distally. The deployment line broke and the device only partially deployed. The pt was converted to open repair where the gore tag thoracic endoprosthesis was explanted. The pt tolerated the procedure. The device has been returned to gore and is under evaluation.